Event description:
It was reported that the patient presented to a follow up appointment and it was discovered that the right atrial (ra) lead was dislodged. The physician attempted to reposition the ra lead, but the helix would not extend. The ra lead was explanted and replaced to resolve the event and the patient was stable no additional consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that the patient presented to a follow up appointment and it was discovered that the right atrial (ra) lead was dislodged. The physician attempted to reposition the ra lead, but the helix would not extend. The ra lead was explanted and replaced to resolve the event and the patient was stable no additional consequences.